Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the t60s80, tenolok tenodesis kit with 6.0mm tenolok anchor, was being used during a rotator cuff repair on (B)(6) 2021 when it was reported, ¿anchor did not fully deploy.¿ there was no report of injury, medical intervention, or hospitalization for the patient. Further assessment questioning found that the device had broken in the surgical site and was removed using graspers. The procedure was completed as plan with a possible 20-30 minute delay. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the (B)(4), tenolok tenodesis kit with 6.0mm tenolok anchor, was being used during a rotator cuff repair on 24nov21 when it was reported, ¿anchor did not fully deploy.¿ there was no report of injury, medical intervention, or hospitalization for the patient. Further assessment questioning found that the device had broken in the surgical site and was removed using graspers. The procedure was completed as plan with a possible 20-30 minute delay. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not being returned and no photograph evidence was provided. Therefore, the reported failure could not be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised to inspect all instruments for damage prior to use. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the t60s80, tenolok tenodesis kit with 6.0mm tenolok anchor, was being used during a rotator cuff repair on (B)(6) 2021 when it was reported, ¿anchor did not fully deploy.¿ there was no report of injury, medical intervention, or hospitalization for the patient. Further assessment questioning found that the device had broken in the surgical site and was removed using graspers. The procedure was completed as plan with a possible 20-30 minute delay. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.